Manufacturer narrative:
H6: product analysis unable to confirm the reported fault. Unable to perform temperature test blade not locking in the collet assembly. Found the handpiece cosmetically not ok, connector has dent, thumbwheel jammed and damaged, hi-pot test fail, motor cable assembly found faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, m4 handpiece had heating issue. There was no patient involvement.